Event description:
Anesthesiologist could not adjust the vacuum level on the built in regulator. Staff called biomed to come down. Biomed adjusted level until case over. The vacuum regulator was disassembled and inspected. The vacuum adjust knob could be turned 360 degrees without affecting the actual vacuum level. The vacuum knob stops were molded into the front case of the regulator. These molded stops were too thin and not close enough to prevent the vacuum cartridge from pushing the stop back and continuing to rotate. After talking with the OEM they denied any design flaws with the case.t this is a issue with the vacuum regulator that is built in to the aestiva 5 anesthesia unit.